Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for three days for the event. The cause of peritonitis was unknown. Treatment for the event of peritonitis was unknown. On an unreported date, peritoneal dialysis therapy was withdrawn. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).